Event description:
This event occurred in one pt and was the surgeon's first case. The surgeon was treating the left maxillary sinus with the subject device. After positioning the balloon catheter, the scrub nurse started to inflate the balloon. However, at 2 atm resistance to inflation was lost. Fluoroscopy revealed a small area of contrast media in the lower left quadrant of the pt's left eye. The device was removed and a balloon burst was noted. Bony fragments were visible next to the uncinate of the left maxillary sinus. The contrast medium and bony fragments were suctioned out and the surgeon repositioned the guide catheter for a second attempt. When inserting the guide wire, the guide catheter changed position and the wire traveled up into the lower left quadrant of the eye. The guide wire was removed, the guide catheter repositioned and the guide wire was successfully positioned in the sinus cavity. The balloon catheter was positioned and the device was ready to inflate. Prior to the inflation, the scrub tech noticed that the pt's left eye was red and inflammed. Over the next five minutes it continued to swell. The surgeon successfully completed balloon dilation and removed the device. Using a suction tool, he irrigated and suctioned the sinus. After suction, the surgeon iced the pt's eye. Ice packing was maintained as the pt was revived. An ophthamologist was called for consultation. The pt's eye and surrounding tissue was inflamed. The swelling reduced considerably approx half an hour following the procedure at which time, the eye exhibited slight ecchymosis and according to pt was mildly painful. The pt complained of blurred vision which was transient. A follow up CT scan performed did not demonstrate a breach to the orbit wall. The pt was discharged home the same day. An ophthalmic consult was obtained for the pt. The pt returned for follow up with the surgeon 7 days later and reported that all symptoms had completely resolved the day after surgery.

Manufacturer narrative:
Acclarent made attempts to retrieve the device, but the device was not returned to acclarent for evaluation. Therefore, a device investigation could not be conducted and a balloon burst could not be confirmed. The surgeon believes that when he positioned the guide catheter with the 5x16 balloon catheter, he inadvertently violated the lamina papyracea causing orbital emphysema. The inflammation of the eye is believed to have occurred due to contact with the contrast media which escaped out of the device. The msds for the contrast media (conray 60) states that "no adverse effects expected, but splashes may cause mechanical irritation". Additionally, the acclarent IFU warns that "pts who are allergic to contrast medium may not be suitable candidates for use of the balloon sinuplasty system."